Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2015 by the journal of orthopaedic trauma titled ¿a prospective randomized multicenter trial comparing clinical outcomes of patients treated surgically with a static or dynamic implant for acute ankle syndesmosis rupture¿. The study reviewed seventy (70) patients who underwent surgical treatment of acute ankle syndesmosis rupture using arthrex fibertape to address soft tissue approximation and/or ligation. During the twelve (12) month follow-up period, two (2) patients required revision surgery for superficial infection. Ref: laflamme, m. Et al.a prospective randomized multicenter trial comparing clinical outcomes of patients treated surgically with a static or dynamic implant for acute ankle syndesmosis rupture.j orthop trauma. 2015 may;29(5):216-23. Doi: 10.1097/bot.0000000000000245.